Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with an infusion set and noticed symptoms within 3 hours of insertion. The site of insertion was reported to be abdomen and thigh. Highest blood glucose level reported was 400 mg/dl. Patient took correction injection via mdi. Patient also replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.